Event description:
It was reported that post venous access the clinician was unable to advance the wire. The wire and access device were removed simultaneously. The clinician noted end of wire was "frayed" and requested a stat x-ray. The report showed piece of wire lodged in subcutaneous tissue between skin surface and vein. The piece of the wire was left in place secondary to the pt's condition.

Manufacturer narrative:
An investigation has been initiated. The device has been forwarded to the manufacturer for eval. When the investigation is complete a final report will be submitted.